Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
While assisting the initial reported with an error encountered on coaguchek xs meter serial number (B)(4), the reporter mentioned that a patient received an erroneous result when testing with the meter. The reporter believes that meter results above 2.0 inr were inaccurate. A sample from the patient was tested using the meter, resulting with a value of 3.7 inr. The patient's medication dosage was lowered based on this value. The patient was then taken to the emergency room due to influenza and pneumonia. He was diagnosed with influenza and pneumonia on the night of (B)(6) 2019. 6 hours after the meter test, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.7 inr. No information was provided suggesting the device caused or contributed to an adverse event of the patient. The patient's current clinical status is normal. The patient did not have hematocrit issues. The patient does not have antiphospholipid antibodies or lupus. Prior to the meter measurement of 3.7 inr, the patient did not have any changes in medication dosage. The patient did not have any changes made to normal medications and was not taking any new medications. The patient did not have any bleeding or bruising. The patient had a diet change, taking clear liquids and formula. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368871) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and one test strip were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages.